Manufacturer narrative:
Updated fields: h6, h11 the device was returned to olympus for inspection and the reported malfunction was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited threads exposed and coming undone at the bending part of the distal tip, at the very beginning. The event occurred at reprocessing. There was no patient involvement.